Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for a supra ventricular tachycardia (svt) that the device detected as a ventricular fibrillation (vf) episode. Follow up was conducted and the healthcare professional (hcp) indicated that no reprogramming has been completed at this time and the patient is scheduled for a follow up appointment later this month. The device remains in use. No further patient complications have been reported as a result of this event.